Event description:
It was reported that the plunger was broken. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. A manufacturing device history report (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were not intact. The left and right plunger cases were damaged. There was a plunger not in place alarm in history. The reported issue was duplicated at inspection and start-up. The root cause of the reported issue was found to be that the dowl pin came loose from plunger head which was caused by the customer. Replaced head mount and installed new dowel pin.